Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, patient specifically has trouble with distance vision as well as halos with night driving.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information provided indicated a 1.25 cylinder issue. Patient asked surgeon and surgeon stated there would be a laser treatment involved to take care of the astigmatism. The company lens is a non-toric lens model and does not contain a cylinder component. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).